Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implanted pacemaker had twisted in the device pocket and was causing discomfort for the patient. The patient's skin had thinned over the device and there was a risk of pocket erosion. It was suspected that some capped leads from a previous system were underneath the device and were pushing it out. A revision procedure was performed and the device was repositioned subpectorally. No additional adverse patient effects were reported.